Manufacturer narrative:
A review of the system logs found no errors or event logs that would indicate a potential issue occurred during the surgical procedure. Therefore, there are no system/device logs that would explain the reported event. A review of the system/instrument logs for the reported procedure found the following: the instruments used during the procedure included a fenestrated bipolar forceps instrument (471205-17/(B)(4)), a monopolar curved scissors instrument (470179-19/(B)(4)), a tip-up fenestrated grasper (470347-11/(B)(4)), and a 30-degree endoscope (470027-62/(B)(4)). Per this review of the logs, the instruments were all used on the date of the reported event, (B)(6) 2021, via system serial (B)(4). All instruments used during the procedure were used in subsequent surgical procedures with no reported issues: the fenestrated bipolar forceps instrument (471205-17/n10200806 0087) was used in subsequent procedures on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 with no reported issues. The monopolar curved scissors instrument (470179-19/n11200928 0631) was used in subsequent procedures on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 with no reported issues. The tip-up fenestrated grasper instrument (470347-11/n12190902 0061) was used in subsequent procedures on (B)(6) 2021 and (B)(6) 2021 with no reported issues. The 30-degree endoscope (470027-62/sf1831151) was used in subsequent procedures on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 with no reported issues. As of 03/18/2021, a review of the site's complaint history does not reveal any related or duplicate complaints involving these products and/or this event. The surgeon reported that there were no product deficiencies or defects. A review of the system logs found no anomalies and no events that would explain the reported event. A complaint history review found no related complaints. Follow-up with the initial reporter confirmed that the instruments would not be returned as there is no indication that the instruments failed to perform as intended. This reported event is being reported due to the following conclusion: while there is no information to indicate that the bleeding was life-threatening, resulted in an extension of the patient¿s stay, or resulted in disability or permanent impairment, the reported intraoperative complication required a conversion to open surgery to address the bleeding and it is unknown what caused the bleeding to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted colectomy (right) surgical procedure, there was an instrument movement observed by an intuitive surgical, inc. (Isi) representative that led to intraoperative bleeding. At the time of the event, the instrument was under surgeon control. The procedure was converted to open surgery to address the bleeding and complete the procedure. Isi followed-up with the initial reporter who was present for the procedure and obtained the following additional information: the surgeon had his head in the surgeon side console and was actively controlling the monopolar curved scissors instrument and the fenestrated bipolar forceps instrument when the reported issue occurred. It was reported that the surgeon was manipulating tissue to better visualize the target anatomy when the bleeding occurred. There was no unexpected or uncontrolled movement reported and energy was not being activated at the time. The procedure was converted to open to resolve the bleeding and the procedure was completed via the open approach. The initial reporter spoke with the surgeon following procedure completion and was informed that the patient lost 400 cc of blood, no blood transfusion was needed, and the patient is in ¿great¿ condition. The surgeon indicated that he does not believe that a product issue or deficiency led to the reported event and the surgeon does not feel the need to return instruments or have the system inspected. It was noted that the patient was female and thin. No other patient demographic information was available. The initial reporter stated that the surgeon indicated that patient anatomy may have been a factor.